Manufacturer narrative:
Although multiple attempts were made to obtain the device, it was not returned. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. The reported complaint of a disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.

Event description:
On an unspecified date, a unspecified spinning spiros reportedly disconnected and leaked an unspecified fluid/infusate. There was no report of any human harm.